Event description:
Reportedly, this pacemaker was implanted on tuesday on (B)(6) 2025 with leads from abbott. (Primo implantation). The pacemaker could not be programmed in bipolar in a nor v. The values in the operating room were correct. On (B)(6) 2025, the sales representative found the subject device programmed in vvi mode. The ventricular impedance was unstable. The re-intervention took place on the same day and all electrical measurements were good at the end of the procedure (measurements with psa). Evidence from the success of the reintervention were provided on (B)(6) 2026.

Manufacturer narrative:
The review of data provided highlighted lead placement issue and/or connection issue. The subject pacemaker was implanted on (B)(6) 2025 to abbott leads (primo implantation). A re-intervention took place on (B)(6) 2025. Review of manufacturing records revealed that the subject device was manufactured and released accordingly to all applicable procedures. Data from on (B)(6) 2025 were provided as well as the x-ray from on (B)(6) 2025. On (B)(6) 2025, at 19h10, there is numerous pvc, the ventricular electrical values are normal, the atrial electrical values are not displayed since the device is programmed in vvi mode and both ventricular pacing and sensing are programmed in unipolar. The measurements during the implantation show r-wave amplitudes at 15 mv and ventricular pacing threshold at 0,5 v.: on (B)(6) 2025, the ventricular electrical values are normal, the device paced 2% since the previous reset of the data (on (B)(6) 2025) and both ventricular pacing and sensing are programmed in unipolar. The ventricular sensing histogram is normal. The ventricular threshold at 12h46 is 0.5 v. On (B)(6) 2025, the ventricular electrical values are normal, the device paced less than 1% since the previous reset of the data (on (B)(6) 2025). Both atrial and ventricular sensing are normal. Both atrial and ventricular pacing threshold are 0,75 v. On the -x-ray provided from on (B)(6) 2025, both leads are well inserted in the connectors. Based on the available data, the reported issue is likely related to connection issues on both connections, solved by the re-intervention on (B)(6) 2025. No issue suspected on the subject device.

Event description:
Reportedly, this pacemaker was implanted on (B)(6) 2025 with leads from abbott. (Primo implantation) the pacemaker could not be programmed in bipolar in a nor v. The values in the or were correct.

Event description:
Reportedly, this pacemaker was implanted on (B)(6) 2025 with leads from abbott. (Primo implantation). The pacemaker could not be programmed in bipolar in a nor v. The values in the operating room were correct. On (B)(6) 2025, the sales representative found the subject device programmed in vvi mode. The ventricular impedance was unstable. The re-intervention took place on the same day and all electrical measurements were good at the end of the procedure (measurements with psa).

Manufacturer narrative:
The review of data provided highlighted lead placement issue and/or connection issue. The subject pacemaker was implanted on (B)(6) 2025 to abbott leads (primo implantation). A re-intervention took place on (B)(6) 2025. Review of manufacturing records revealed that the subject device was manufactured and released accordingly to all applicable procedures. Data from 18 november 2025 and 19 november 2025 were provided as well as the x-ray from (B)(6) 2025. On (B)(6) 2025, at 19h10, there is numerous pvc, the ventricular electrical values are normal, the atrial electrical values are not displayed since the device is programmed in vvi mode and both ventricular pacing and sensing are programmed in unipolar. The measurements during the implantation show r-wave amplitudes at 15 mv and ventricular pacing threshold at 0,5 v.: on (B)(6) 2025, the ventricular electrical values are normal, the device paced 2% since the previous reset of the data (18 november 2025) and both ventricular pacing and sensing are programmed in unipolar. The ventricular sensing histogram is normal. The ventricular threshold at 12h46 is 0.5 v. During the next minutes, the ventricular threshold is higher than 6 v, the atrial spikes are 4-5 mv on the ventricular channel and the atrial pacing threshold is 3 v. The data of the interrogation of the device post reintervention were not provided. On the -x-ray provided from (B)(6) 2025, both leads are well inserted in the connectors. Based on the available data, the cause of the reported issue is likely related to both leads positioning. However, connection issue cannot be ruled out. This case is retained and utilized for trending purposes.